Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricular lead exhibited a high capture threshold, and the r-wave was unstable. The physician attempted to reposition the lead; however, the lead became lodged in the tissue, and the helix failed to retract. Additionally, damage to the lead was observed. Consequently, the physician abandoned the lead in an inactive state inside the patient¿s body and implanted a new lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.